Manufacturer narrative:
Customer returned two (2) handles fully assembled and with batteries installed. One (1) of the handles illuminated when the led light was pressed down via finger pressure and when a miller size 3 blade was installed. The other returned device did not illuminate as returned from the customer. Therefore, the handle was dissembled per IFU instructions where the investigator found a black plastic component improperly installed per the attached picture. The black plastic component from an old design and not compatible with this design / lot number. The black plastic component was improperly installed as it should not be present. Once the black plastic component was removed from the handle, the light illuminated when depressed and when a miller size 3 blade was installed. Since these are reusable devices reprocessing per the IFU must be followed to ensure care and maintenance on the device is performed properly. Improper assembling of the device will prevent the handle from illuminating as shown via the returned product. This customer complaint is not confirmed since both handles illuminated when properly assembled.

Event description:
The customer alleges the "handles will not light." No other details were provided and no patient injury/harm reported.